Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. 625898-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff didn¿t use any birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2007) and kidney stones. Plaintiff did not have a complication during any of her pregnancies. Concurrent conditions included psychological disorder nos, obstetrical laceration of cervix, lower abdominal pain, diarrhea, fatigue and abdominal pain. Concomitant products included naproxen sodium (aleve). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal and painful menstrual cycles/ abnormal cycles"), dysmenorrhoea ("abnormal and painful menstrual cycles"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety/ essure caused or aggravated any psychiatric and/or psychological conditions"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness in thighs and legs") and scar ("scarring from hysterectomy"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent severe back pain/ sharp and stabbing pain in lower back, still have dull pains on and off"). In 2008, the patient experienced arthralgia ("joint pain") and headache ("headache"). On an unknown date, the patient experienced migraine ("migraines") and feeling abnormal ("brain fog"). The patient was treated with ibuprofen, paracetamol (tylenol), vicodin, oral contraceptive nos, anxiolytics and surgery (partial hysterectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia and headache had not resolved, the genital haemorrhage and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, anxiety, weight increased, dyspareunia, hypoaesthesia, migraine, scar and feeling abnormal outcome was unknown and the back pain was resolving. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menstrual disorder, migraine, pelvic pain, scar, vaginal discharge and weight increased to be related to essure. The reporter commented: she did not claim about allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure didn¿t worsen a previously existing injury/condition. Plaintiff was not advise of any complications or problems that occurred at the time of her essure placement procedure. Discrepancy noted in date of live birth ((B)(6) 2007) the right essure device had zero coils seen at the end of the procedure, and the left essure device had 2 coils visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. 625898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997, (B)(6) 2007) and kidney stones. Plaintiff did not have a complication during any of her pregnancies. Concurrent conditions included psychological disorder nos, obstetrical laceration of cervix, lower abdominal pain, diarrhea, fatigue and abdominal pain. Concomitant products included naproxen sodium (aleve). In november 2007, the patient had essure inserted. In december 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal and painful menstrual cycles/ abnormal cycles"), dysmenorrhoea ("abnormal and painful menstrual cycles"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety/ essure caused or aggravated any psychiatric and/or psychological conditions"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness in thighs and legs") and scar ("scarring from hysterectomy"). In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent severe back pain/ sharp and stabbing pain in lower back, still have dull pains on and off"). In 2008, the patient experienced arthralgia ("joint pain") and headache ("headache"). On an unknown date, the patient experienced migraine ("migraines"), feeling abnormal ("brain fog") and treatment noncompliance ("plaintiff didn¿t use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with ibuprofen, paracetamol (tylenol), vicodin, oral contraceptive nos, anxiolytics and surgery (partial hysterectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia and headache had not resolved, the genital haemorrhage and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, anxiety, weight increased, dyspareunia, hypoaesthesia, migraine, scar, feeling abnormal and treatment noncompliance outcome was unknown and the back pain was resolving. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, menstrual disorder, migraine, pelvic pain, scar, treatment noncompliance, vaginal discharge and weight increased to be related to essure. The reporter commented: she did not claim about allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure didn¿t worsen a previously existing injury/condition. Plaintiff was not advise of any complications or problems that occurred at the time of her essure placement procedure. Discrepancy noted in date of live birth (B)(6) 2007. The right essure device had zero coils seen at the end of the procedure, and the left essure device had 2 coils visible. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s historical condition and concomitant disease added. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 625898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1997, (B)(6) 2007). Plaintiff did not have a complication during any of her pregnancies. Concurrent conditions included psychological disorder nos. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal and painful menstrual cycles"), dysmenorrhoea ("abnormal and painful menstrual cycles"), vaginal discharge ("vaginal discharge"), anxiety ("anxiety/ essure caused or aggravated any psychiatric and/or psychological conditions"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness in thighs and legs") and scar ("scarring from hysterectomy"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("persistent severe back pain/ sharp and stabbing pain in lower back, still have dull pains on and off"). In 2008, the patient experienced arthralgia ("joint pain") and headache ("headache"). On an unknown date, the patient experienced migraine ("migraines"), feeling abnormal ("brain fog"), investigation noncompliance ("plaintiff did not undergo essure confirmation test.") And treatment noncompliance ("plaintiff didn¿t use any birth control or contraception at any time following her essure placement procedure"). The patient was treated with ibuprofen, paracetamol (tylenol), vicodin, oral contraceptive nos, anxiolytics and surgery (partial hysterectomy for removal of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia and headache had not resolved, the genital haemorrhage and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, anxiety, weight increased, dyspareunia, hypoaesthesia, migraine, scar, feeling abnormal, investigation noncompliance and treatment noncompliance outcome was unknown and the back pain was resolving. The reporter considered anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, investigation noncompliance, menstrual disorder, migraine, pelvic pain, scar, treatment noncompliance, vaginal discharge and weight increased to be related to essure. The reporter commented: she did not claim about allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure didn¿t worsen a previously existing injury/condition. Plaintiff was not advise of any complications or problems that occurred at the time of her essure placement procedure. Discrepancy noted in date of live birth ((B)(6) 2007). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.